Manufacturer narrative:
Citation: ha sj et al. Immediate and evolutionary recovery of left ventricular diastolic function after transcatheter aortic valve replacement: comparison with surgery. Yonsei med j. 2020 jan;61(1):30-39. Doi: 10.3349/ymj.2020.61.1.30. Published online 2019 dec 23. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the effect of transcatheter aortic valve replacement (tavr) versus surgical aortic valve replacement (savr) on left ventricular diastolic function and afterload. All data were retrospectively collected from a single center between 2011 and 2013. The overall study population totaled 65 patients. Of those, 38 underwent tavr and 27 underwent savr. All tavr patients were implanted with medtronic corevalve transcatheter bioprosthetic valves (predominantly female; mean age 80 years). No serial numbers were provided. Among all corevalve patients, 5 deaths occurred during the 3-year follow-up period. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all corevalve patients, adverse events included: permanent pacemaker implantation due to complete atrioventricular block, peri cardial effusion, pleural effusion, mild aortic regurgitation, and major bleeding. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.